Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot#: v177540, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that when their ins was replace they found out their prior ins had flipped and the doctor really had to dig, it was hard to get the last one out. The patient said there was a lot of tissue damage. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v177540, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 17-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call regarding their current micro device and it's implant location. They said that their new implant was in the same location as their previous device. It was reported that their previous ins had 'slipped out' and that the hcp said that they had to do a lot of 'digging' to get the ins out. They said that something had happened with the lead so that the lead was replaced as well. There were no patient complications reported as a result of this event.